Event description:
This spontaneous case describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically important), fatigue ("fatigue"), headache ("headaches"), nervous system disorder ("neurological disorders"), mobility decreased ("loss of mobility") and adverse reaction ("side effects"). The patient was treated with surgery (removal of tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, fatigue, headache, nervous system disorder and adverse reaction were unknown. The reporter considered adverse reaction, fatigue, genital haemorrhage, headache, mobility decreased, nervous system disorder and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically important), fatigue ("fatigue"), headache ("headaches"), nervous system disorder ("neurological disorders"), mobility decreased ("loss of mobility") and adverse reaction ("side effects"). The patient was treated with surgery (removal of tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, fatigue, headache, nervous system disorder and adverse reaction were unknown. The reporter considered adverse reaction, fatigue, genital haemorrhage, headache, mobility decreased, nervous system disorder and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.